Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported pseudoaneurysm of the proximal neck with resultant secondary endovascular procedure is confirmed, but the reported aneurysm enlargement is unconfirmed. This is partially consistent with the reported adverse event/incident. A potential contributing factor to the event is the concomitant product use of a non-endologix stent in the left renal artery (cautionary product use). No procedure-related harms were identified, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as discharged on the same day of the secondary endovascular procedure and at home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: awareness date. H6: evaluation result codes; remove 3233. H6: evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately five months post initial procedure during routine follow up, an ultrasound revealed sac growth. An angiogram was performed and revealed a pseudo aneurysm above the renal arteries that continued below the rings of the alto device. The pseudo aneurysm did communicate with the primary fusiform aneurysm, however it is not categorized as a type 1a endoleak. The physician elected to treat this event by placing a number of pnumbra (non-endologix) coils. The patient is currently being monitored to confirm the event has been resolved.